Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice (hc) device passed away. The cause of death was not reported. A day prior to death, the patient was hospitalized for an unknown cause. Dianeal therapies were ongoing until the time of death. It was unknown if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. As a result, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.